Event description:
The initial attorney report alleged pain, perforation, adhesions, abscess, obstruction, infection, and explant. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005, ventral hernia repair with composix kugel. On (B)(6) 2005, presents with pain under the incision site. On (B)(6) 2006, presents after having taken a fall and developing pain in her abdomen. Dx: small left sided ventral hernia in the pelvis. On (B)(6) 2007, laparoscopic hernia repair with composix kugel. The mesh was stapled laterally and superiorly, it was held on its medial aspect by the overlying previously placed mesh. A serosal tear was repaired. On (B)(6) 2007, admitted and treated for ileus. On (B)(6) 2007, pt noticed a "bubble" at the lower abdominal incision which burst draining purulent material. Dx: post surgical wound abscess, surrounding cellulitis, and an ileus. Administered antibiotics. On (B)(6) 2007, incision and drainage of abscess and excision of what appeared to be the composix kugel implanted on (B)(6) 2005. The following info is in regards to the composix kugel implanted on (B)(6) 2007 and was obtained from the initial lawyer's report. The medical records provided did not include info beyond (B)(6) 2007. On (B)(6) 2007, excision of the composix kugel mesh and lysis of adhesions to eliminate bowel obstruction. It was noted that "the mesh repair was intact and there was some bloody fluid." "The small bowel was in a ball in essentially a frozen abdomen with the omentum plastered to it and was obviously dilated." Also noted was "the mesh was opened up on the back table and found to be a small kugel patch which had been rolled tightly into a tube and impacted in the bowel."

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mes; therefore, we are submitting this MDR based on the add'l info received. Based on medical record review the mesh that was excised on (B)(6) 2007, appears to be the composix kugel mesh implanted on (B)(6) 2005. The operative report for this implant states that the mesh was sutured with 0 - prolene suture in interrupted fashion and exit sutures were also placed using 0- prolene in interrupted fashion. The composix kugel mesh implanted on (B)(6) 2007, was stapled in place laterally and superiorly, there was no mention of prolene sutures in the operative report. The excised mesh was noted to have been sutured with prolene in interrupted fashion. A mfg review that included review of sterility records was performed and did not find evidence of mfg related cause for the alleged event. Additionally, no sample was returned for eval. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00157 for info related to the composix kugel mesh implanted on (B)(6) 2007.